Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm2) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis, and the reported problem was confirmed and replicated. In system logs, the resistance was found indicating the grip calibration, confirming the fault occurred in the field. Upon visual inspection, the grip lever springs were found to be bent that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where grip calibration test was found to be failing on the gimbal. Failure analysis was able to conclude that the grip lever springs were found to be the root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, intuitive surgical, monopolar curved scissors (mcs) instrument jaws opened on their own when the surgeon released the hand controls. The tse advised that the surgeon remove their head from the high-resolution stereo viewer (hrsv) before releasing the hand controls, and to ensure that the jaws remained closed during instrument exchanges. The tse also advised the customer to reseat the drape and instrument. The procedure was completed with no reported injury.